Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the intended amount of carbohydrates into the pump; however it ended up being too much insulin resulting in a low blood glucose (bg) range from 40-50 mg/dl. Customer consumed carbohydrates, juice and soda to address the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended. Reportedly, customer continued to use the pump for insulin therapy.